Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery voltage measurement had actually increased since the last reading on (B)(6). The physician questioned the accuracy of the voltage measurement. The device remains in use and co patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Because this event occurred outside the us patient information is not generally available due to confidentiality concerns. All information provided is included in this report. (B)(4).